Manufacturer narrative:
Unit received with all buttons responding properly. No unlocked keypad connector. No stuck button alarms noted. Unit passed selftest and displacement test. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with minor scratches on case, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer, keypad overlay texture damage and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 134 mg/dl at the time of incident. No significant event leading to the alarm was observed. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was exposed to a change in altitude. Customer reported that battery replacement did not resolve the issue and the buttons remained unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.